Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (case damage with moisture) issue. It was alleged that the battery compartment was damaged with moisture in it. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up #1: date of submission 06/28/2017. Device evaluation: the device has been returned and evaluated by product analysis on 06/05/2017 with the following findings: on examination, there was moisture inside the battery compartment. The battery compartment was confirmed to be cracked and leak testing revealed moisture ingress into the battery compartment at the site of the cracks. There was no evidence of moisture in the pump¿s interior compartment.